Event description:
It was reported that the insulin gauge was inaccurate, affecting seven cartridges over a specified time period. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge. Customer was advised to call back for troubleshooting assistance if the problem recurs.